Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is the third of three submissions from the same patient event. The others are (B)(4)(1220246-2016-00308) and (B)(4) (1220246-2016-00309). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The cause of the event could not be determined from the information available and without device evaluation. As reported in the event, surgeon indicated that he may have pushed the slide button while advancing the knot and also in another instance, he indicated that the suture may have been accidentally cut when initiating the second implant. For the sutures being cut, this type of event is typically caused by nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. For the second implant not deploying, the most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. Device history record review revealed nothing relevant to this event. Reported to be discarded by customer.

Event description:
It was reported that five speedcinches were used for a meniscus repair/ acl reconstruction procedure. The first speedcinch (lot # 600144) was deployed, and the suture was cut with the 2-0 knot pusher/cutter. Surgeon indicated to sales rep that he may have pushed the slide button while advancing the knot. This also happened with another speedcinch (lot # 300559). These four implants remained in the patient (two from each lot). Another two speed cinches (lot # 300448) were used. The first implant deployed for both, but the second implant did not fully advance, and the surgeon removed both the first and second implants from the patient. It was reported to the sales rep by the surgical technician that these implants did not fully advance and were pulled out. Another speedcinch (lot # 300448) was used. The first implant deployed successfully. The second implant also deployed successfully and the suture was cut when backing out of the meniscus. Sales rep reported that the suture may have been accidentally cut when initiating the second implant. The second implant was removed from the patient, and the first one from this cinch remains in the patient. The meniscal repair was not able to be completed for this procedure based on the surgeon's discretion. Surgeon chose to move on with the acl reconstruction which was completed successfully. Seated depth of the implants was reported at 16mm. All devices involved were discarded by the facility.